Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The examination shows that the weld seam between the pin and the holder is broken. The pin is bent and shows strong signs of use. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with an "insert". According to the information received, the pin broke off during the surgery. The broken part could be completely recovered further information is not available.